Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(4), and the reported event could not conclusively be established through this evaluation. It was reported that the patient¿s liver function became worse after implantation. The patient ultimately expired in the intensive care unit (ICU) on (B)(6) 2020 due to multi-system organ failure. The account communicated that the pump was not explanted. The device operated as expected and the patient¿s death was not considered device related. The heartmate 3 lvas IFU lists hepatic dysfunction as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. In addition, various types of organ dysfunctions and failures (renal dysfunction, respiratory failure and right heart failure) are listed as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The heartmate 3 lvas IFU is currently available. Section 1 of this document lists hepatic dysfunction and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. In addition, this IFU also lists multiple types of organ failures and dysfunctions (renal dysfunction, respiratory failure and right heart failure) as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. It was reported that the device operated as intended and there were no device issues that was contributed to the patient¿s death. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient expired in the ICU due to multi-system organ failure. No further information was provided.